Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter where the customer reported that there were fragments of plastic found in chamber. It was reported that the product was in use. The event did not involve death or serious deterioration of a person. No one was harmed as a result of the reported event. There was no patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
The complaint on the 011-cl3187 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non conformities were found that would have led to the reported complaint.